Event description:
The patient was revised to address alval, pain, and noise.

Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4) reason for original complaint ¿ asr revision; asr resurfacing - left hip. Reason(s) for revision: alval / soft tissue reaction, pain & noise. Update: form (B)(4) received on (B)(4) 2011, further reasons for revision added. This dint is for the left hip. For right hip revision please see (B)(4). Update - updated original surgery date taken from claimsuite dated (B)(4) 2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr resurfacing - left hip. Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.